Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead needed to be repositioned two times due to high pacing threshold measurements. On the third attempt the helix would not extend. The lead was taken out and tested on the table. After more than 30 turns, the helix extended. Subsequently, the helix would not retract. The lead was not implanted. It was also reported that in an attempt to reposition the ra lead, the rv lead dislodged. The rv lead was not attempted to be repositioned. Another manufacturer's ra and rv lead were implanted. No adverse patient effects were reported.